Event description:
Bags repeatedly have "plastic-like" floaters present. Diluent and/or drugs are infused in them. Numerous drugs are used so problem is multiple. Hosp has returned numerous lots to co. (Also see 1001926.)